Event description:
During attempted repair of a subsystem in our mobile CT scanner, a neurologica field service engineer (fse) unintentionally grabbed hold of a live soldering iron.

Manufacturer narrative:
This resulted in the fse's hand being burned and needing medical intervention. The mobile CT scanner and any of it's accompanying accessories did not induce this injury, which is ultimately the result of the fse's involuntary gripping of the soldering iron. The fse was treated with a dressing and returned to work.